Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition that the pump would not recognize a closed door was able to be reproduced and confirmed through evaluation. Evaluation found cracks in the front case which created separation between the front case and mechanical assembly. The separation required excessive force to be applied to close the door causing the reported symptom. The front case was replaced to correct this condition.

Event description:
It was reported a spectrum pump would not recognize a closed door. It was also reported there was no patient injury.